Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device. The screen displayed a "status 66" message and a "status 105" message during discharge of energy. The complainant indicated that there was no pt involvement in the reported malfunction.